Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition, irritation from adhesive patches are known and anticipated potential adverse effect.the user reported infection at the insertion site several days after a previous infection was resolved.the hcp confirmed the infection and prescribed the user with ciprofloxacin (antibiotic).no further investigation was found necessary for this complaint.

Event description:
On 05 november 2024, senseonics was made aware of an incident where user reported infection at the insertion site several days after a previous infection was resolved.hcp confirmed infection and prescribed the user with ciprofloxacin (antibiotic).user is doing fine.